Manufacturer narrative:
(B)(4). The device will not be returned because it is being serviced on-site. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with damaged battery was confirmed and reproduced during evaluation. The cause of the determined damaged battery was due to user error. The main batteries and battery harness were replaced to fix the reported condition. The device has not been previously sent into service for the reported condition of ?damaged battery. However, during previous service on (B)(4) 2010 & (B)(4) 2007, the batteries and battery harness was replaced. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
The facility reported a colleague infusion pump with a damaged battery. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.